Event description:
Boston scientific received information that the power communicator power cord had smelled burnt and was hot. It was reported that the power cord was melted. The communicator was returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the communicator was performed. Visual analysis confirmed that the power cord had melted. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.